Manufacturer narrative:
Expiration date changed from unavailable to 10/13/2022. Model no changed from 18320 to 18325. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 4/13/2021.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 4 and 24 hours (leg). The patient stated that they noticed the cannula did not insert into the skin. Further inspection showed the pink slide did not move forward and that the cannula was bent. As treatment, the patient gave themselves manual insulin injection and changed the pod. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and the blue soft cannula is inspected for any damage.  .